Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation, one of the grippers arms would not lower as much as the other gripper. Troubleshooting was performed, but the issue was unable to be fixed. The clip delivery system (cds) was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. It was found during destructive testing that the sleeve shaft was bent at the grommet. The cause for the observed damage at the steerable sleeve also could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to lower the gripper appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na